Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 406 mg/dl. The customer was treated for the high blood glucose with a syringe. The customer stated that they had cookies and a glucose tablet before going to bed and waking up with high blood glucose levels. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.